Manufacturer narrative:
No device analysis results are available because the device remains implanted.

Event description:
The chest pain was not attributed to the cardiomems sensor or implant procedure.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient experienced atypical chest pain.